Event description:
The manufacturer received information regarding a bipap auto biflex. The patient is alleging about eyes burning poor vision, headache. There was no report of patient harm or injury. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.